Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 - (B)(6) 2019. If explanted, give date: to date the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient with bilateral implant of intraocular lenses (iols) that he was experiencing blurred vision, halos and glare which began soon after the lenses were implanted. The symptoms affect his ability to drive at night. Additional information received revealed that patient has used prescription and over the counter (otc) eye drops to treat dry eye issues which also began after the iols were implanted. The eye drops did not help alleviate the dry eye and he has discontinued there use. The patient report his vision is good but the glare is severe. No additional information was received. This report is for the right eye (od); a separate report is being submitted for the left eye (os).